Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. Eval confirmed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive and sticking. A nurse reported that the keypad buttons are sticking and require multiple presses to obtain a response, and that the contrast button is unresponsive. She noted that all buttons click when pressed. The nurse confirmed that the keypad is intact, and stated that the pt does not expose the pump to water or cleaning products.